Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an alert was triggered due to this right ventricular (rv) lead exhibiting high out of range shock impedance values. Ongoing monitoring will take place. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that an alert was triggered due to this right ventricular (rv) lead exhibiting high out of range shock impedance values. Ongoing monitoring will take place. No adverse patient effects were reported. This lead remains implanted.